Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely there were many factors involved in the reported event. However, it appears that upon the intervention, the remaining tissue of the bowel wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that two patient incidents occurred during polypectomy procedures with the electrosurgical unit (esu/generator). In the first case on (B)(6) 2013, a perforation occurred in the left colon flexure and in the second case on (B)(6) 2013, a perforation occurred in the transverse left colon. In both cases, surgical intervention involving sewing/closure of the perforation was required to address the issue. Note: the esu is similar to a model distributed in the u.s. It was distributed by our parent company ((B)(4)) to a (B)(6) hospital.